Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial which began (B)(6). It was reported the trial patient had to go back to the emergency room (ER) yesterday due to pain in the back. The patient was groggy this morning and dehydrated. Troubleshooting included adjusting stimulation. On (B)(6) it was reported the patient thinks she is getting a uti (urinary tract infection). No further complications were reported or are anticipated.